Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa, and previously with klebsiella. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: d8, d9, h3, h6, h11. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 3cfu. Bacterial identification: micrococcaceae, staphylococcus coagulase negative. The device was evaluated and damages (e.g., scratches, cuts) were found that could possibly have led to the reported event. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the provided data, the issue can only be partially assessed. There could potentially be a correlation between the device status and cause of contamination. In general, device damages (e.g., scratches, cuts) could be a source of microorganisms. Since the customer did not provide full cds information, it was not possible to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with the product status. The following is included in the device IFU: - "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." (Om) - "in general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy." (Rm) - "the medical literature reports incidents of cross-contamination resulting from improper reprocessing. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals for all ancillary equipment". Olympus will continue to monitor field performance for this device.